Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
During check in, the biomed has 8100's failing during the rate accuracy test. Sn (B)(4). Failure device type: systems maintenance. Failure problem type: see case notes. Failure mode: see case notes. Case resolution: system maintenance (B)(4). Biomed would just power up the 8015 normally and connect to the system maintenance. I have biomed power everything down. Powered up the 8015 manually into maintenance mode, hit procede, then external communications. Connected 8015 to system maintenance. Had biomed perform pm on the 8100 and he did not receive any errors during pm. 8100 passed pm.